Event description:
It was reported that the 6800 system had a collimator error message and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.